Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer complained of experiencing high blood glucose levels. The reported blood glucose reading was 502 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The time was incorrect because the customer did not adjust it. The customer was assisted with correcting the time. The prime test passed. However, the high pressure test failed. At the time of the phone call, the customer declined to reattempt the test with a different infusion set and reservoir. The customer stated that she will call back to reattempt the high pressure test. Nothing further was reported.